Event description:
It was reported that during an unknown procedure, it was impossible to reload the cartridge. It was impossible to put the cartridge into the stapler from the beginning of the procedure. It was impossible to get more detail. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: (B)(4), exp date: 11/15/2015; MFR date: 12/15/2010; (B)(4). (Cartridge pan). The analysis found that one ec60a device a was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the test cartridge was loaded in the device as intended. (B)(4). The analysis results found that one ec60a device b was returned with no visual non-conformances and with a reload pan lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).